Event description:
It was reported that the user experienced hyperglycemia while changing multiple infusion sets, with glucose measured at approximately 357 mg/dl, and levels began to decline after a successful infusion set placement. Symptoms included elevated blood glucose without reported loss of consciousness, seizure, or diabetic ketoacidosis. Outcomes included transient high glucose that resolved once infusion delivery was re-established, with the user feeling well and values stable. Investigation included complaint intake, review of the event description, and troubleshooting and education on infusion set application and use. Investigation of this case revealed no confirmed device malfunction and suggested a probable infusion delivery issue during set changes, consistent with interrupted insulin delivery until a functional set was in place. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.